Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Additional event or patient information is not available. No data was provided evaluation. Confirmation of the reported event of inaccurate cgm values could not be confirmed. A root cause could not be determined.